Event description:
It was reported that after the surgeon inserted an aq2015a three piece silicone lens and did not like the way the haptics seated in the eye. The lens was removed and the back up lens was implanted. There was no patient injury. The reporter stated there was not a problem with the lens just the surgeon changed his mind.

Manufacturer narrative:
(B) (4) no product allegation. Results: visual inspection of the returned product showed the lens was torn into pieces and there was a dark surgical residue on the lens. (B) (4).